Event description:
It was reported that a cartridge alarm occurred during insulin delivery. There was no adverse impact to the customer¿s blood glucose level. Customer loaded a new cartridge to resolve the issue. Additionally, occlusion alarms occurred. There was no adverse impact to customer¿s blood glucose level. System check was performed by tandem technical support and no issues were identified. Customer loaded a new cartridge to resolve the issue.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.